Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and unspecified out of range impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Event description:
Additional information received notes high pacing impedance on the right ventricular (rv) lead.